Event description:
Reportedly, the interrogation of the device is not possible and pacing is not working.

Event description:
Reportedly, the interrogation of the device is not possible and pacing is not working.

Manufacturer narrative:
Correction applied : the reported event is qualified as serious injury please refer to the attached analysis report.